Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the case the surgeon felt 4 mm inaccurate to the left while verifying accuracy on the tip of the nose. This occurred during the navigate task. It was noted that the registration metric was 2.3 mm. It was also stated that the inaccuracy was felt with just the ostium seeker instrument. The medtronic representative who was present asked the surgeon if he wanted to re-register, but he declined. The surgeon was still able to proceed with the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. The archives were received and reviewed. The submitted archives loaded into the lab system without any issue. However, the image that was being registered with did not follow imaging protocol (slicing/thickness). There was only one registration attempt that had a registration metric (2.8 mm) in which they did use a combination of trace/touch. The model was chopped off so there was limited space to work with. The first snapshot shows the inaccuracy at the tip of the nose. However, looking at the zones of accuracy, the yellow does not encompass very much space and there is no green. Being outside of the yellow zone of accuracy, one can only ensure greater than 2.0 mm accuracy. It was recommended to spread out the trace pattern and utilize touch points if the scan cannot encompass all of the head.